Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended, however the button was still extremely difficult to press. Reportedly, the pump was replaced to resolve the issue, and the customer continued to use their pump for insulin therapy. There was no reported adverse impact to the customer's blood glucose.